Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be loose. The housing was removed to find grip cables loose at the clamping pulley. No broken cable was seen. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci ovarian cystectomy procedure, the cable snapped on the long tip forceps instrument. There was no patient harm, adverse outcome or injury reported.